Manufacturer narrative:
The getinge field service engineer (fse0 who found the issue, replaced the batteries and performed all functional and safety test. The unit passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) units batteries did not last for the duration of the pm. There was no patient involvement.